Event description:
Pt taken directly to cath lab from emergency room. Physician attempted to cross the stenotic region in the left circumflex with the stent. Pt was still unable to get the stent across the lesion. The lesion appeared to be highly calcified. When removing the stent from the coronary artery, the stent was sheared off the balloon by the guiding catheter. Angioplasty revealed that the stent had migrated to the splenic artery. The splenmic artery was engaged with a 4fr guiding cahteter and attempt made to snare the stent. The stent ultimately could not be retrieved. There was a dissection of the splenic artery by the guiding catheter.